Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported revision of right hip due to failure of accolade stem due to excessive wear, constant disassociation of trunnion.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed method and results: device evaluation and results: a visual inspection was performed as part of the material analysis report. It was concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: on the basis of material analysis it is concluded that damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock thereby may lead to disassociation. The exact root cause could not be determined because insufficient information was provided. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep reported revision of right hip due to failure of accolade stem due to excessive wear, constant disassociation of trunnion.